Manufacturer narrative:
The lead was returned due to cardiac tamponade. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Performed tip stiffness test due to the cardiac tamponade that was reported in the field, and results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure, patient's atrial lead caused cardiac perforation and cardiac tamponade. It was also noted that the patient experienced cardiac arrest during the procedure. Thoracentesis was performed to treat cardiac tamponade. The lead was not implanted, and procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.